Manufacturer narrative:
Product complaint #(B)(4). Additional narrative: h3, h6: no device associated with this report was received for examination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: there is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient fell and twisted her knee. End result was a tear of the medial retinaculum. Surgeon swapped the poly and repaired the retinaculum. Doi: (B)(6) 2026. Dor: (B)(6) 2026. Affected side: left knee.